Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that her daughter's blood glucose was 425 mg/dl, which was treated via manual insulin injection. The mother also complained of high blood glucose in the 300 mg/dl range due to a bent infusion set cannula. Proper infusion set insertion and usage was discussed with the mother. Troubleshooting was declined for the high blood glucose. No products were returned or replaced.